Event description:
It was reported that at an unspecified time a balloon burst occurred. No patient complications were reported.

Manufacturer narrative:
Common device name: lox catheters, transluminal coronary angioplasty, percutaneous. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.